Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with failure code 701; this condition had the potential to interrupt delivery. It is unknown when this event occurred and if there was patient involvement. There was no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Evaluation summary: the reported condition of a colleague infusion pump with a "failure error code of 701" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module assembly was replaced to correct this condition. The user interface module board was also replaced as a precautionary measure. Should additional information be received, a follow-up medwatch will be submitted.